Event description:
It was reported that the patient was referred for right ventricular (rv) lead extraction due to dislodgement that was first diagnosed in 2022. During a procedure to address the rv lead, it was observed that a suture was not completed on the ra lead. The rv and ra leads were explanted and replaced. The patient was stable.

Event description:
New information received notes dislodgement was confirmed by chest x-ray. Oversensing was also observed on the right ventricular (rv) lead.